Event description:
Boston scientific received information that this patient was recently seen and an electrogram (egm) was taken, which the boston scientific sales representative sent in for boston scientific technical services (ts) review asking if there was potential undersensing. Ts stated that it did not appear to be undersensing but rather, loss of capture as evidenced by the pause of about 2.5 seconds which was seen on both the rv pace/sense and the shock channel. The health care professional (hcp) stated that they had not spoken to the patient yet so unaware of potential symptoms. The device and lead remain in service at this time. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.